Event description:
Information was received from a patient's representative (con) regarding a patient who was receiving baclofen (unknown), unknown drug and clonidine via an implantable pump for non-malignant pain. It was reported that the patient representative (con) was also on the line and alleged that the patient's pump malfunctioned in 2020 and "he died. Additional information was received from the healthcare provider (hcp). It was reported that they clarified that the patient was alive, and they had no report of any time where the patient had died. There was no report of an adverse event occurring in 2020. They wondered if this was referring to the pump dying. They reported that on (B)(6) 2026, the patient needed to have their pump reprogrammed with the most recent programming. This occurred with manufacturing representative (rep). From brief review, they did not see a time that the pump malfunctioned in 2020, but they requested a new fax be sent over with clarified information regarding patient status as they thought the initial fax was a scam.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.